Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a suture passer on (B)(6) 2011. During the procedure, the surgeon attempted to pass the suture without success as it slipped out of the trapdoor of the device. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of the returned component found evidence to suggest that misassembly of the trap door contributed to the reported event.this report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).